Event description:
Falsely depressed valproic acid results were obtained on two patient samples. The results were not reported to the physician. The results were questioned within the laboratory and the samples were re-run and lower results were obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed valproic acid results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed valproic acid results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.